Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was admitted to hospital. High thresholds and no capture were noted on the right ventricular (rv) lead.

Manufacturer narrative:
Concomitant medical products: addr01, ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and that intermittent undersensing was noted on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.